Event description:
It was reported to philips that the device failed the self-test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx monitor/defib indicating that the device failed the self-test. The device was not in clinical use at the time the issue was discovered. Results of functional testing indicate the cause of the failure was damage to the electrode plate. The electrode plate was replaced to resolve the issue and the device remains at the customer's site. No further action is warranted at this time.